Event description:
It was reported by the caller that during an atrial fibrillation procedure the patient developed a pericardial effusion which required a pericardiocentesis. 200cc's of drainage was removed. The patient was stabilized and remained in the hospital will be observed overnight. Follow-up information received revealed that the pericardial effusion occurred during ablation and was not attributed to a transseptal puncture. The physician does not know what specifically caused the event but it may have been attributed to the patient¿s anatomy. Also, there was a noted impedance rise during the procedure. This event is reportable due to the serious injury that occurred during use of biosense webster products.

Manufacturer narrative:
The catheter involved in this event was disposed of and cannot be returned, therefore, it cannot be analyzed. However, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system. Stockert 70 system. Cool flow pump,u.s. Ship kit. Lasso nav 2515,12p splithandle. Bi dir 7fr def cs,d-f,12 pin. Soundstar 3d 10f-90. (B)(4).